Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the jaws did not open after firing. Knife reverse switch and manual override lever was used, knife was returned but the jaws did not open. When the surgeon was touching the handle, the jaw opened once, but became not to open again. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022. D4: batch #769a55. Additional information was requested and the following was received: what was the procedure and the indication for the procedure? No further information will be available. Procedure diagnosis what structure was the device firing upon? No further information will be available. Were the device firings completed successfully prior to the jaws failing to open? No further information will be available. How many times did the surgeon move the manual override lever forward and backward attempting to open the device? No further information will be available. Did the surgeon visually confirm that the knife returned to the home position? No further information will be available. Were there any other steps taken to open the jaws of the device? No further information will be available. Who loaded the device and what was their experience with the device? No further information will be available. No further information will be provided. The sales rep is still asking to the hospital about the procedure name. The staple was formed properly. To retrieve the device, the operation converted to open procedure, and the blood vessel was clamped and cut by the scissor. The device was retrieved with clamping the blood vessels. The bleeding amount is unknown, but the operation converted to open procedure and cut the blood vessels. The patient is stable. Additional information: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device 35 mm from top view with the bailout door removed and the bailout lever exposed, with the battery pack loaded, the closing trigger and anvil in closed position, and with a reload loaded on the device. Also a retainer staple. Based on the photo review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired with some b-formed staples on the reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components and no anomalies were noted.  As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. And for the difficult to reverse button force, slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. And for the manual override would not work, to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The anvil release button and the knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.